Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with bifurcated stent and an infrarenal aortic extension on (B)(6) 2014. Upon follow up computed tomography (CT) showed a type 1a endoleak. The physician elected to implant a suprarenal aortic extension to seal the endoleak. The patient is in stable condition.